Event description:
It was reported that the patient had gotten an infection and had the left side system removed. Patient was originally implanted with bilateral systems in (B)(6) 2013. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va02hc7, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: extension. (B)(4).